Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted 21 months post-implant due to early battery depletion. There was expressed concern regarding this device's battery longevity. It was further noted by this physician that this is the second device of this model that he has observed to exhibit premature battery depletion.